Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there was no visible damage to the box. The foil pouch that holds the tyvek powder pouch was not returned. There is a puncture hole in the tyvek side of the pouch allowing powder to leak out of package. The pouch also shows discoloration to the white tyvek portion of the powder pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a pinhole was found in the sterilized packaging bag of cobalt hv bone cement. The surgery was completed with a backup product. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.